Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the transpore plastic trans tape irritates her skin and pulls her skin off. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).